Event description:
A hemodialysis user facility reported that during treatment the dialyzer started leaking. The facility has been called for add'l info. In speaking with the reporter, it was learned that the involved pt is an infant who had started dialysis, when the machine alarmed minor blood leak. The facility followed unit protocol. They disconnected the infant and put the set in trash. The rn reported that the baby is fine as confirmed by stat labs drawn at the time of the incident. The infant did not require any medical intervention. It was estimated a 50 ml blood loss for the event. They wanted to save the dialyzer, however, housekeeping removed the trash and they were unable to retrieve it.

Manufacturer narrative:
(B)(4).